Event description:
The customer reported that he can't activate the charge with the system. There was no reported pt involvement. The device failed opcheck and the controls test for the charge button.

Manufacturer narrative:
(B)(4): the customer reported that he can¿t activate the charge with the system. There was no reported pt involvement. The device failed opcheck and the controls test for the charge button. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.